Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched, and they were hospitalized for low blood glucose and seizure on unknown date. Blood glucose reading was 25 mg/dl. The customer was dispatched to emergency medical services visited to intensive care unit emergency room. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was unknown at time of low blood glucose event. Customer reported that current blood glucose value was 480 mg/dl. Customer accepted troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.